Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that a bd¿ bulk, non-sterile needle was found cracked on the needle hub. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Results - two samples were returned. Both hubs were cracked around the ribs. Both samples had the cannula broken off at the hub. Since the broken cannula was not mentioned in the complaint, that issue will not be addressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5175577. Conclusion - possible root cause: the cracks around the hubs appear to have been caused by excessive torque or twisting. Nothing in our assembly operation uses a twisting motion.